Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998 the pt underwent a primary right l4-l5 spinal root decompression. On 1st event date, the pt presented with "incisional pain". The investigator noted the event as mild in intensity. The physician advised rest and prescribed unspecified anti-inflammatories if pain persisted. The event was reported as resolved with treatment 18 days after 1st event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated and usual post-op complication as possible explanations for the event. On 2nd event date, the pt presented with "right muscular thigh pain." The investigator noted the event as mild in intensity. The physician advised the pt to treat leg complaint symptomatically and gradually increased activities. No medications or other treatments were prescribed. The event was reported as resolved with treatment 11 days after 2nd event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted muscle pain as possible explanation for the event.